Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that the iab ruptured. When the iab was placed and pumping initiated, blood was noted in the central tubing. As a result, the iab was exchanged. There was no report of patient complications, serious injury or death.

Manufacturer narrative:
Qn#(B)(4). Teleflex received the device for investigation. The reported complaint of iab leak (suspected) is confirmed. A puncture to the bladder, consistent with contact from the broken fiber, was found near the distal tip of the catheter which allowed blood to enter the helium pathway. The root cause of the broken fiber is undetermined. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. Teleflex assessed the risk for the reported complaint. There are no new or revived risk. This will be monitored for any developing trends.

Event description:
It was reported that when the intra-aortic balloon (iab) was in use, it was noted by the staff that the iab ruptured. When the iab was placed and pumping initiated, blood was noted in the central tubing. As a result, the iab was exchanged. There was no report of patient complications, serious injury or death.